Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in the (B)(6), this was a case of a 26mm sapien 3 ultra transcatheter heart valve by transfemoral approach. The commander delivery system with crimped valve was introduced into the patient and valve alignment was performed without incident in a straight part of the aorta. No additional resistance was noticed during valve alignment. The case proceeded as normal but while attempting to deploy the valve, the commander delivery system balloon did not inflate at all. The valve was able to be retrieved back into the esheath and then all devices were removed together as a unit. No vascular intervention was required. A new system and valve were prepared and deployed with a good result. As per imagery received, the balloon tore at the I/c bond.

Manufacturer narrative:
Edwards commander delivery system was received with esheath and loader inserted and edwards valve. Delivery system returned in unlock position. Fine adjustment 100% used. Flex indicator in straight position. Valve was returned crimped over the inflation balloon. The returned device was visually inspected and the following was observed: balloon torn observed. Residual fluid in balloon. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. Double wall thickness of the crimp balloon was taken. An out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. The imagery provided by site shows the delivery system fully inserted through sheath with valve on inflation balloon with bunching of balloon material seen distal to crimped valve. The flex tip was retracted back, and the crimp balloon appears torn. The complaint for balloon torn was confirmed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history review was performed and revealed no other complaints relating to balloon torn. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. The IFU, procedural training manual, and device preparation manual were reviewed. Based on the review, no IFU or training deficiencies were identified. Although the complaint for balloon torn was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment (pra), which captures root cause analysis for the issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. No product non-conformance was identified during the evaluation and the occurrence rate did not exceed january 2021 control limit. In this case, the material separation occurred during delivery system withdrawal and resulted in procedural delay. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The complaint for balloon torn was confirmed based on product evaluation of the returned device. A review of DHR and lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Potential root causes for material separation between the inflation balloon and crimp balloon have been identified and documented in a pra. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of increased valve alignment forces could be residual fluid in the balloon, patient tortuosity, and performing valve alignment in a non-straight section. The complaint description states, "the case proceeded as normal but while attempting to deploy the valve, the commander delivery system balloon did not inflate at all." If the patient anatomy was calcified and tortuous, it is likely that valve alignment was performed in a non-straight section. Performing valve alignment in a non-straight section can unseat the valve (non-coaxial placement of valve in relation to the flex tip) from the flex tip and dive into the lumen of flex tip. A non-coaxial valve can result in high valve alignment forces. The bond area between the inflation and crimp balloon may separate when subjected to unusually high forces. As per the training manual, "if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon." In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definitive root cause is unable to be definitively determined; available information provided from the complaint description and the pra suggests that potential patient (tortuosity) and/or procedural (valve alignment in non-straight section of the aorta/residual fluid in the balloon) factors may have contributed to the complaint events.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in the (B)(4), this was a case of a 26mm sapien 3 ultra transcatheter heart valve by transfemoral approach. The commander delivery system with crimped valve was introduced into the patient and valve alignment was performed without incident in a straight part of the aorta. No additional resistance was noticed during valve alignment. The case proceeded as normal but while attempting to deploy the valve, the commander delivery system balloon did not inflate at all. The valve was able to be retrieved back into the esheath and then all devices were removed together as a unit. No vascular intervention was required. A new system and valve were prepared and deployed with a good result. As per imagery received, the balloon tore at the I/c bond.